Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to non-sustained high rate episodes and sensing integrity counter (sic) that appeared to be electromagnetic interference noise oversensing. It was noted that the patient was undergoing a surgical procedure when the episodes occurred. The ICD remains in use. No patient complications have been reported as a result of this event.